Event description:
Olympus was informed that following a therapeutic bicap probe procedure, the subject device was utilized to control a bleed from a polypectomy site. The procedure was completed, and the polyp was said to have been successfully removed and no visible bleeding was present. Three hours following the procedure, the pt presented with severe pain and was determined to have a microperforation of the colon. The pt was taken to surgery, and the perforation was repaired. The pt was said to be doing well following surgery.

Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported the electrical output of the subject device was evaluated by the user facility biomedical engineering immediately following the event, and the unit was determined to be functioning as intended. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. If significant and relevant info become available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.